Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2013, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2013, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported the manufacturer representative was reading >4000 ohms during an implant procedure. It was noted the impedances across all pairs were ¿slightly elevated, being between 2100-4300 ohms¿. It was noted there were no insertion issues with the leads. It was reported the lead was tested alone and the impedances were still ¿slightly elevated¿. It was further reported that the high impedances had not resolved one day after the report. However, the manufacturer representative is scheduled to meet with the patient on the day after the report. It was reported that the patient¿s foot pain is ¿worse after the procedure¿. It was noted the device was implanted to address patient¿s foot pain. It was reported the patient¿s foot pain is ¿at 10/10¿. It was noted the health care provider ordered an MRI.

Event description:
It was further reported the patient¿s device is ¿working great.¿ no other information was provided.